Event description:
We have been informed that during a cataract procedure, following the fragment extraction step, the surgeon noticed metal particles in the patients eye. Additional surgery is scheduled to remove the particles. No report that actual patient/user harm occurred, however additional surgery is required to remove the particles from the patients eye.

Manufacturer narrative:
In regard to this incident, a small jar containing cloth and a supposed particle sample, along with phaco handpiece were received. Furthermore, for the related incident where the products from the same batch were used, 13 unopened packs from the same batch were received for investigation. The thorough visual inspection of 7 of the received packs revealed no metal particles. Regarding the particle and handpieces: there was no particle found on the cloth, barring any further analysis of it, and handpieces had no damage that would be consistent with release of the particles. Review of the production documentation revealed no anomalies, and other than the series of cases reported from this surgical centre, no other similar cases were reported for this batch. Based on available information, no root cause for this incident could be established. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. The similar incidents and associated number of devices on the market was calculated taking the numbers of packs with the same reference number as in this incident and the number of complaints reported having the failure mode as reported ph-(needle)-particles. Please note that the incident that is subject of this report is included in the table above.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during a cataract procedure, following the fragment extraction step, the surgeon noticed metal particles in the patients eye. Additional surgery is scheduled to remove the particles. No report that actual patient/ user harm occurred, however additional surgery is required to remove the particles from the patients eye.

Manufacturer narrative:
The complaint is still under investigation. Preliminary results or conclusions are not yet available. Review the production process to ensure that particles are not originating from the process and if particles extracted from patients eye are returned for investigation, lab analysis will be conducted to determine the composition of particles.

Event description:
We have been informed that during a cataract procedure, following the fragment extraction step, the surgeon noticed metal particles in the patients eye. Additional surgery is scheduled to remove the particles. No report that actual patient/ user harm occurred, however additional surgery is required to remove the particles from the patients eye.